Event description:
Complainant states that the metal plug component of the acetabulm prosthesis would not assemble properly. Surgery was delayed as a result, however, no injury to the pt was reported. No other info was provided to co.